Manufacturer narrative:
The device was returned for routine maintenance, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted in event, during the device inspection, it was discovered that the forceps elevator had foreign material present. Additionally, the bending tube was found deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned his olympus duodenovideoscope for routine maintenance. During the device inspection, it was found that the forceps elevator had foreign material present. There was no patient involvement during this event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-apr-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that there was a foreign object attached to the forceps base and the area around the forceps base, but we were unable to identify the foreign object. There were no reported deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state the following: 1) "if the cleaning, disinfection, and sterilization of the endoscope is insufficient, there is a risk of infection to the patient and the operator who performs the next procedure using the endoscope." 2) "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Additionally, the device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the k-wire was completely cut off, the forceps do not rise up at all, the bending section has discoloration, the light guide protector has a cut, scratched/dented connecting tube, scratched grip, the s-cylinder is shaved, the forceps channel port is shaved, the protector of the universal cord on the control section side is scratched, the universal cord is wrinkled and scratched, the bending tube is deformed, the right/left knob is dirty, the angle wire is worn, the bending angle does not meet standard value, the knob play does not meet standard value due to deformation of the bending tube, the c-cover is dirty, and the light guide lends is scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.